Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently not functioning. At the time of the report, the wake button was functioning as intended. Customer's blood glucose level was 243 mg/dl. Tandem technical support confirmed during troubleshooting that the pump still turned on when plugged into a power source.